Event description:
It was alleged that the tip arced. It was reported that the tip unit was removed and another unit was used to complete the case. It was also reported that there was no injury to the pt.